Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the device stopped working. The malfunction and incontinence were attributed to fluid loss caused by a hole somewhere in the system. A surgical procedure was performed to remove and replace the aus. No additional patient complications.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the device stopped working. The malfunction and incontinence were attributed to fluid loss caused by a hole somewhere in the system. A surgical procedure was performed to remove and replace the aus. No additional patient complications.